Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was evaluated and the cause of the failed earth leakage current test was found to be a malfunctioning pump due to fluid intrusion. The device was being identified to be destroyed. Should additional relevant information become available, a supplemental report will be submitted.